Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper connection of the incoming line power cable of the generator. Investigation showed that the error was caused by an improper connection of the incoming line power cable of the generator. The screw of the power terminal (phase l3) was not tightened. As a result, the tube arched, made noises and sporadically no x-ray was possible. After tightening the connection of the l3 wire the system worked as intended. This system has been in operation for 9 years. Every system is checked after installation; therefore, it could not be determined what caused the loose connection. The error may have been a result of previous servicing. The affected system was repaired by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported arching sounds coming from the generator cabinet. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.